Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the customer called ambulance and hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2020 for 3 days. The customer¿s blood glucose level was 465 mg/dl at time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin drip. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.